Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with prior to generator change. Interrogation of the device revealed several recorded episodes of right atrial sensing noise, resulting in noise reversion and inappropriate mode switch. Noise was reproducible with isometric exercise. The patient was pacing dependent, however the physician elected to change the generator, without lead intervention. The patient was stable and will continue with scheduled monitoring.